Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are six additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that three knives were blunt during separate surgeries. Alternate knives were obtained in order to complete the procedures. There was no harm to any patient. Additional information is confirmed to be unavailable.